Event description:
It was reported that when stimulation was turned off, the patient was losing feeling in his right leg and "drops" straight to the floor yesterday. People thought he was having a seizure because his leg was twitching and shaking so much. The device seemed to be normal and treated the pain in his left leg as it should, although the patient did get a little "spill over" into the top of his right leg. These episodes do not happen while stimulation was on. Additional information received reported the patient had two episodes of shocking originating at the back and extending to the leg but always with the device turned completely off. The patient had lead migration south by two levels, but therapy remained comfortable and effective. There were no out of range impedances. The patient demonstrated comfortable movement in all sensor positions without shocking with the device on and off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead. Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead. Product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger. Product ID 37744 , lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).